Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the endoscopic image of the subject device got abnormal. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. As a result of referring to the routine analysis report and similar complaint, it was confirmed that there was no frequent occurrence. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the above, there was the possibility that the reported phenomenon was attributed to temporary malfunction of the subject device. If additional information becomes available, this report will be supplemented.